Manufacturer narrative:
Device breakage questionnaire received on 18-jul-2016: the reporting physician did not insert essure. This physician only removed the essure. Essure was removed via da vinci laparoscopy - it was medically necessary to remove essure. The broken pieces were retrieved from uterus. There was any patient injury, but breakage could have led to serious injury under less fortunate circumstances. The outcome was reported as recovered. Device was not available, it was sent to pathology and photo was taken. Company causality comment: this medically confirmed spontaneous case refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that a bent wire embedded in myometrium of uterine fundus (amended from one of essure coils was located in the fundus) which appears to be fragment from attempted essure guidewire insertion (seen as device breakage). Essure was removed and postoperative diagnosis included dysfunctional uterine bleeding/ bloody. Essure was removed and total laparoscopic hysterectomy, removal of tubes was performed. These events are serious due to medical importance and only device breakage is unlisted in the reference safety information for essure. In this case, about 3 years after essure insertion, the embedded device was diagnosed, however the exact date and mechanism were not known. It was reported that according to operative findings, there was no evidence of perforation of the essure device. Due to the nature of reported serious events, these events were considered related to essure. This case upgraded to incident since surgical intervention was performed. Additionally, non-serious events were reported. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events or lack of efficacy event and a quality defect. No further information is expected.

Manufacturer narrative:
(B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all fu steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following medra llt: device ineffective and device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this medically confirmed spontaneous case refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that a bent wire embedded in myometrium of uterine fundus (amended from one of essure coils was located in the fundus) which appears to be fragment from attempted essure guidewire insertion (seen as device breakage). Essure was removed and postoperative diagnosis included dysfunctional uterine bleeding/ bloody. Essure was removed and total laparoscopic hysterectomy, removal of tubes was performed. These events are serious due to medical importance and listed in the reference safety information for essure. Device breakage was considered listed upon receipt of the product technical analysis. In this case, about 3 years after essure insertion, the embedded device was diagnosed, however the exact date and mechanism were not known. It was reported that according to operative findings, there was no evidence of perforation of the essure device. Due to the nature of reported serious events, these events were considered related to essure. This case upgraded to incident since surgical intervention was performed. Additionally, non-serious events were reported. According to product technical complaint, since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No further information is expected.

Event description:
This is a spontaneous case report received from a physician in united states on 16-nov-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2012. The physician is not the one which placed essure 3 years ago. She saw her for complaint of pain and discharge. The patient was sent on (B)(6) 2015, and was sent for an hysterosalpingogram (hsg) and abdominal flat plat. One of the essure coils was located in the fundus. The patient had her hsg test that revealed tubal patency, but did not tell the physician when she was seen. No additional information was available at this time. Follow-up information received on 12-jan-2016 from physician: the physician reported that she saw the patient after essure was inserted. Then it was diagnosed. She did not do the insertion procedure and per the patient, it was put in 4 years prior to the time of the report, and she was postpartum. Ptc investigation result received on 03-feb-3016. Ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the reported medical events are known possible undesirable events and are not necessary indicative of a quality defect. No batch number was reported therefore neither a technical batch investigation nor a similar case review in the gpv database is possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events or lack of efficacy event and a quality defect. Follow-up information received on 04-apr-2016 from physician. This case was upgraded to incident. Patient´s demographic information was provided. Her medical history included gravida 4 and para 4. On (B)(6) 2015, it was determined that the essure was in an incorrect position. An unilateral left uterine/tubal perforation was reported (discrepant information). Patient experienced pelvic pain, crampy and bloody (d/c)/ irregular bleeding. It was denied any organ or intra-abdominal structured perforation. On (B)(6) 2015, pelvic x-ray was performed and it was noted an approximately 2-3 cm metal object in the fundus of the uterus (bent radiopaque wire which appears to be a fragment of an essure guidewire in the midline of the pelvis. An ultrasound transvaginal was also performed and findings included normal pelvic ultrasound except for small fundal uterine fibroid and a bent wire embedded in the myometrium of the uterine fundus which appears to be a fragment from an attempted essure guidewire insertion. On (B)(6) 2016, essure was removed. A total laparoscopic hysterectomy, removal of tubes was performed. Postoperative diagnosis included dysfunctional uterine bleeding. Operative findings included a top-normal size uterus. Normal tubes and ovaries bilaterally. On cysto, she had an intact bladder and bilateral spill. Also of note, there was no evidence of perforation of the essure device that had previously been removed left after a failed essure. There was no evidence of it on the serosal area of the uterus. Post procedure condition was stable. Surgical pathologic report included as final diagnosis: cervix - mild chronic cervicitis, myometrium - leiomyoma and superficial adenomyosis, endometrium - proliferative phase, fallopian tubes - no significant pathologic changes and essure coil embedded within left uterine wall. Reporter stated that it was medically necessary to remove essure. Patient was recovered from removal procedure and symptoms resolved after surgery. Reporter considered the condition to be related to essure. Company causality comment: this medically confirmed spontaneous case refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that a bent wire embedded in myometrium of uterine fundus (amended from one of essure coils was located in the fundus) which appears to be fragment from attempted essure guidewire insertion (seen as device breakage). Essure was removed and postoperative diagnosis included dysfunctional uterine bleeding/ bloody. Essure was removed and total laparoscopic hysterectomy, removal of tubes was performed. These events are serious due to medical importance and only device breakage is unlisted in the reference safety information for essure. In this case, about 3 years after essure insertion, the embedded device was diagnosed, however the exact date and mechanism were not known. It was reported that according to operative findings, there was no evidence of perforation of the essure device. Due to the nature of reported serious events, these events were considered related to essure. This case upgraded to incident since surgical intervention was performed. Additionally, non-serious events were reported. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events or lack of efficacy event and a quality defect. No further information is expected.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ("dysfunctional uterine bleeding/ bloody"), embedded device ("bent wire embedded in myometrium of uterine fundus"), device breakage ("appears to be fragment from attempted essure guidewire insertion") and genital haemorrhage ("persistent bleeding") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg test that revealed tubal patency". The patient's past medical history included postpartum state, multigravida and parity 4. Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("discharge") and uterine leiomyoma ("small fundal uterine fibroid"). The patient was treated with surgery, surgery and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the dysfunctional uterine bleeding, embedded device, device breakage, vaginal discharge and uterine leiomyoma outcome was unknown and the genital haemorrhage had not resolved. The reporter considered device breakage, dysfunctional uterine bleeding, embedded device, genital haemorrhage, uterine leiomyoma and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: one of the essure coils was located in the fundus; on an unknown date: tubal patency ultrasound scan - on (B)(6) 2015: one of the essure coils was located in the fundus x-ray of pelvis and hip - on (B)(6) 2015: fragment of essure in the midline of pelvis ultrasound from (B)(6) 2015 cont.: normal pelvic uitrasound except for small fundal uterine fibroid and a bent wire embedded in the myometrium of the uterine fundus which appears to be a fragment from an attempted essure guidewire insertion. Pathological report from (B)(6) 2016: top-normal size uterus. Normal tubes and ovaries bilaterally. On cysto, she had an intact bladder and bilateral spill. Also of note, there was no evidence of perforation of the essure device that had previously been removed left after a failed essure. There was no evidence of it on the serosal area of the uterus. Post procedure condition was stable. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following medra llt: device ineffective and device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event "persistent bleeding" , reporter added from follow up legal complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("bent wire embedded in myometrium of uterine fundus"), device breakage ("appears to be fragment from attempted essure guidewire insertion"), device expulsion ("malposition of essure device location of device uterus/expulsion of essure device"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding/ bloody") and genital haemorrhage ("persistent bleeding") in a (B)(6) year-old female patient who had essure (batch no. 58565) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg test that revealed tubal patency". The patient's past medical history included postpartum state, multigravida (four live births on (B)(6) 1994, (B)(6) 1995, (B)(6) 2000 and (B)(6) 2012), parity 4 ((B)(6) 1994, (B)(6) 1995, (B)(6) 2000, (B)(6) 2012), condom from 2008 to 2011, breast enlargement, smoker, postpartum bleeding and cervical laceration. *patient had no ovary in the vagina. There was some granulation tissue of the vaginal cuff. The vaginal cuff was totally explored. The ovary was adherent to the cuff intra abdominally. A cysto noted normal bladder. There has been interval surgical removal of uterus. Vaginal cuff is normal. The right ovary is not visualized.normal-appearing left ovary with follicles, the largest 12 mm. Surgical absence of uterus. Previously administered products included for an unreported indication: loloestrin fe on (B)(6) 2012, yaz in 2008, mirena iud from 2005 to 2008 and paragard iud in 2005. Concurrent conditions included body mass index normal, cervical laceration and anesthesia (curettage and repair of perineal laceration). Concomitant products included dienogest + estradiol valerate (natazia) for unwanted pregnancy. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("discharge") and uterine leiomyoma ("small fundal uterine fibroid"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with surgery (underwent total laparoscopic hysterectomy, removal of tubes via da vinci and a cysto), surgery (underwent total laparoscopic hysterectomy, removal of tubes via da vinci and a cysto), surgery (underwent total laparoscopic hysterectomy, removal of tubes via da vinci and a cysto) and surgery (underwent total laparoscopic hysterectomy, removal of tubes via da vinci and a cysto). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device breakage, device expulsion, dysfunctional uterine bleeding, vaginal discharge, uterine leiomyoma, dysmenorrhoea and dyspareunia outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered device breakage, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: pain and cramping was resolved following removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: failure to occlude (close) fallopian tubes; on (B)(6) 2015: one of the essure coils was located in the fundus; on an unknown date: tubal patency ultrasound scan - on (B)(6) 2015: one of the essure coils was located in the fundus x-ray of pelvis and hip - on (B)(6) 2015: fragment of essure in the midline of pelvis on (B)(6) 2015, patient had performed relevant and diagnostics test for us transvaginal result was there is an echogenic linear structure in the fundic portion of the retroflexed uterus which appears to be a bent wire measuring slightly greater than 2 cm in length. The wire extends to the serosal surface but does not extend beyond fundic uterus margin. A portion of the wire passes through the fundic endometrial cavity. The wire is clearly not located in either adnexa. There is a small fibroid in the posterior uterine body measuring 7x7x5 mm. Normal sized retroflexed, retroverted uterus is seen measuring 88 x 60 x 51 mm in diameter. There is an echogenic linear structure in the fundic portion of the retroflexed uterus, which appears to be a bent wire measuring slightly greater than 2 cm in length. The wire extends to the serosal surface but does not extend beyond fundic uterus margin. A portion of the wire passes through the fundic endometrial cavity. The wire is clearly not located in either adnexa. There is a small fibroid in the posterior uterine body measuring 7 x 7 x 5 mm. Endometrial cavity is normal measuring 5 mm. No miscellaneous findings are present. The right and left ovaries are nominal measuring 29 x1316 mm and 33 x 18 x 27 mm. Ap radiograph of the pelvis was perfonned to correlate with ultrasound demonstrating a midline radiopaque wire which appears to be a portion of an essure guidewire. There is no wire in either adnexal region. Normal pelvic ultrasound except for small fundal uterine fibroid and a bent wire embedded in the myometrium of the uterine fundus which appears to be a fragment from an attempted essure guidewire insertion. Pelvic x-ray was performed to confirm ultrasound findings. On (B)(6) 2015, patient had performed relevant and diagnostics test for pelvis, one view result was ap radiographs of the pelvis show a portion of what appears to be a malposition essure guidewire in the midline of the pelvis and when correlated with pelvic ultrasound is located in the fundic myometrium. No additional findings are seen.there are no essure guidewires in either adnexaregion.bent radiopaque wire which appears to be a fragment of an essure guidewire in the midline of the pelvis. Pathological report from (B)(6) 2016: top-normal size uterus. Normal tubes and ovaries bilaterally. On cysto, she had an intact bladder and bilateral spill. Also of note, there was no evidence of perforation of the essure device that had previously been removed left after a failed essure. There was no evidence of it on the serosal area of the uterus. Post procedure condition was stable. Multiple images from a real time transabdominal and transvaginal pelvic ultrasound are performed. On (B)(6) 2016,patient had performed relevant and diagnostics test for cystoscopy result was operative findings: she had no ovary in the vagina. There was some granulation tissue of the vaginal cuff. The vaginal cuff was totally explored. The ovary was adherent to the cuff intra abdominally. A cysto noted normal bladder. Current weight: (B)(6) approximate weight at the time of essure placement: (B)(6). Most recent follow-up information incorporated above includes: on 5-feb-2018: plaintiff fact sheet and medical records documents received, new reporter, patient demographic, patient relevant information, lab data updated product indication, product lot number,concomitant product, new events abnormal bleeding vaginal, menorrhagia, malposition of essure device location of device uterus expulsion of essure device, dysmenorrhea cramping, dyspareunia painful sexual intercourse and cramping were added.the events pain and left side of abdomen pain clubbed with previous event. ¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.